Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffered intraoperative periprosthetic fracture while the physician was removing the ceramic head.